Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac tamponade and perforation of the room of the left atrium. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During the procedure, the faradrive was inserted and advanced to the left superior pulmonary vein (lspv). The nurse was trying to aspirate the sheath and noticed a lot of air bubbles, so the physician retracted the sheath and tried to aspirate again but air bubbles were still observed. When retracting the sheath from the lspv, the upper part of the roof next to lspv was torn off and the patient blood pressure dropped. The patient went to a cardiac tamponade, a pericardiocentesis was performed and then was taken to the operation room. After two hours of surgery, the patient was stable and the perforation was covered. The patient had successfully recovered from the event and was discharged. The device will not be returned for analysis as it was disposed.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as tears were found on the internal hemostatic valve by its center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that a patient experienced a cardiac tamponade and perforation of the room of the left atrium. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. During the procedure, the faradrive was inserted and advanced to the left superior pulmonary vein (lspv). The nurse was trying to aspirate the sheath and noticed a lot of air bubbles, so the physician retracted the sheath and tried to aspirate again but air bubbles were still observed. When retracting the sheath from the lspv, the upper part of the roof next to lspv was torn off and the patient blood pressure dropped. The patient went to a cardiac tamponade, a pericardiocentesis was performed and then was taken to the operation room. After two hours of surgery, the patient was stable and the perforation was covered. The patient had successfully recovered from the event and was discharged. The device has been received at boston scientific post market laboratory.